Event description:
Customer reportedly obtained the following results on the compact system within 10 minutes: 117mg/dl and lo (less than 10mg/dl); 116mg/dl and 11mg/dl; 58mg/dl and 11mg/dl. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.